Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent-assisted coil embolization of aneurysms, an enterprise2 4mmx30mm vascular reconstruction stent device (encr403012, 6301226) became impeded in prowler select plus 150/5cm microcatheter (606s255x, lot unknown). It could not advance anymore, the physician tried to withdraw it, but the stent could not be withdrawn. The microcatheter with stent were removed together outside of patient¿s body. There was no patient injury. Changed new stent and microcatheter to complete the surgery. There was no patient injury reported. Treatment was to the anterior communicating artery, 10mmx6mm aneurysm. No additional information is available. The device was discarded; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6301226. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Impeded in microcatheter is a known potential procedural complication associated with the enterprise 2. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) instructs to advance the delivery wire to transfer the stent from the introducer into the infusion catheter. Warns that the delivery wire should not be torqued to gain access into the aneurysm. Continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. Warns to not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation/interaction, vessel characteristics and device selection may have contributed to the reported issue. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device was discarded; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6301226. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00541. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a stent-assisted coil embolization of aneurysms, an enterprise2 4mmx30mm vascular reconstruction stent device (encr403012, 6301226) became impeded in prowler select plus 150/5cm microcatheter (606s255x, lot unknown). It could not advance anymore, the physician tried to withdraw it, but the stent could not be withdrawn. The microcatheter with stent were removed together outside of patient¿s body. There was no patient injury. Changed new stent and microcatheter to complete the surgery. There was no patient injury reported. Treatment was to the anterior communicating artery, 10mmx6mm aneurysm.